Manufacturer narrative:
Initial and final MDR 1891593 -device 8 of 10

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced extreme difficulties getting the spring to pull back with ten infusion sets since 13-apr-2024. Blood glucose levels were 385 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.